Event description:
The manufacturer received a voluntary medwatch (mw5116053) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles around lip of water reservoir, by the gasket. Patient alleges constant cough, including production of phlegm. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5116053). The manufacturer was contacted in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles around lip of water reservoir, by the gasket. Patient alleges constant cough, including production of phlegm. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. After the third attempt to have the device and components evaluated, the customer responded and device return details unsuccessful. But it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed in box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received on july 25, 2025, and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5116053) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles around lip of water reservoir, by the gasket. Patient alleges constant cough, including production of phlegm. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were zero errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Section g and h updated in this report.